Event description:
Boston scientific received info that the day after implant this right ventricular lead exhibited low r-wave amplitudes of 1.1 mv with undersensing noted, and increased capture thresholds of 5v @ 0.5 ms. The lead impedances were stable in the 530 ohm range. It was determined the lead had dislodged. Subsequently, surgical intervention was performed and the lead was successfully repositioned. Final measurements at the revision were 10.5 mv r-wave amplitude, 772 ohm bipolar pacing impedance and 0.4v @ 0.5 ms capture thresholds. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.